Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented during an implant procedure in which an inner catheter was being used. It was noted that while using the catheter, the coronary sinus dissected and was confirmed with fluoroscopy imaging. The implant procedure was terminated and the patient was noted to be recovering.